Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 syringe 60cc ll tips experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 309680, batch no: unknown. We have recently had 2 cases of these syringes cracking during routine use. Complaint noticed: prior to use problem frequency: 1st time. Patient injury: no.